Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this patient has exhibited dizziness at night and syncope upon awakening. It is believed to be unconfirmed neurocardiogenic syncope. This patient is on some medications that might be contributing to the symptoms. The patient's thresholds have been rising and the impedance measurements have been fluctuating from 600-800 ohms. A recent programming change now has the sudden brady response (sbr) setting on, which technical services (ts) suggested might need to be optimized. The patient underwent a positive tilt table test. This patient also has a continuous positive airway pressure: (CPAP) machine on at night. Ts suggested that the patient use a magnet over the device when the syncope occurs to record any device information that is going on at the time. For now, some programming changes have been made and the device remains implanted. To date, there have been no additional adverse patient effects reported.